Event description:
It was reported by the doctor that after 3 months of the implantation of the "normed unknown generic" product did not consolidate despite the adequate compression of the screws from the calcaneus, it showed lysis. It was stated that the pt will be soon revised. It was also stated that the bones are for sure osteoporotic, the case was not infected. The doctor expects that and the screws would hold better despite the osteoporotic bones. Implant was reported to be an anklefix plus plate.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the pt has not been revised. The device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, the changes this assessment, an amended medical device report will be submitted. (B)(4).